Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was able to be confirmed. The mpu serial number:(B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed overlapping events spanning approximately 15 days (B)(6) 2000 ¿ (B)(6) 2000, (B)(4) 2000 ¿ (B)(4) 2000, (B)(6) 2023 ¿ (B)(4) 2023 per timestamp). No external power alarms consistent with a loss of ac power were active on (B)(6) 2000 from 09:11:56 ¿ 09:12:00 and from 02:38:03 ¿ (B)(6) 2000 at 02:38:08. The backup battery was able to provide power to the system during the events. The clock was reset on (B)(6) 2023 at 17:17:26. There were no other notable alarms active in the logfile. The device appeared to function as intended. Additional information provided on 16jun2023 stated that there is no documentation or information regarding if the mpu has a v-lock connector, if the ac power cord came loose from the back of the unit or the outlet, if there were any environmental circumstances that would have resulted in a loss of power. No equipment was exchanged nor will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. A review of the DHR revealed that the mpu has a v-lock connector. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files contained two instances of no external power events on (B)(6) 2023 and (B)(6) 2023 that occurred while the patient was using mobile power unit (mpu). There was no documentation of environmental circumstances that would have caused the issue. There was also no documentation that the mpu has a v-lock connector on the ac power cord or of the ac power came loose at the wall outlet or the back of the unit. The mpu was not taken out of service.